Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Section b3: event date is estimated.

Event description:
It was reported that the patient's t12 leads had high impedances on every contact. Surgical intervention may take place at a later date to address the issue.

Event description:
Additional information received indicates the leads were explanted and replaced to address the issue.